Manufacturer narrative:
The reported failure of vent service required alarm associated with an internal li-ion battery permanent failure and a battery cell under-voltage condition within the battery pack is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. DHR for this device will not be reviewed at this time.

Event description:
The manufacturer received information that a trilogy 100 ventilator was returned for service. There was no serious patient harm or injury that occurred or was reported. The device was evaluated at a third-party service center. Initial inspection identified multiple issues, including missing rubber feet and a missing handle o-ring kit. In addition, the exhalation port block pas was found to be cracked, the base enclosure kit was broken, and the thtpol label required replacement due to unacceptable revision. During functional testing, the device failed the internal battery capacity test. This test verifies that the battery is charged to a particular level required for testing and does not impact therapy delivery. Review of the error logs following repair test identified a "vent service required" alarm associated with an internal li-ion battery permanent failure. An additional indicating a battery cell under-voltage condition within the battery pack was also observed. A separate system notification confirmed that one or more ¿ventilator service required¿ conditions were active. The internal battery was determined to be damaged and was replaced. Following the repair, the device passed all testing.